Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker had premature battery depletion. It was indicated that the pacemaker had six years and six months remaining longevity, however, about nine days later the longevity depleted to five years and six months. Further, longevity now showed two and a half years remaining. Moreover, engineering analysis noted that the battery diagnostic data indicates that the power consumption of this pacemaker has been increasing for over a year. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the pacemaker had premature battery depletion. It was indicated that the pacemaker had six years and six months remaining longevity, however, about nine days later the longevity depleted to five years and six months. Further, longevity now showed two and a half years remaining. Moreover, engineering analysis noted that the battery diagnostic data indicates that the power consumption of this pacemaker has been increasing for over a year. This pacemaker was explanted. No additional adverse patient effects were reported.